Event description:
Cooling blankets were noted to be leaking during infant cooling (lot # 15101). The blankets were both leaking on the blanket themselves, not on the connections to the cooling machine. It was almost as if there were little micro tears on the surface of the blanket, and the water was only pooling underneath where the baby was laying. They both leaked approximately where the baby's head was laying- you could watch the water seep out of the blanket but couldn't identify one specific place. It was like the water was seeping out slowly. The leaking occurred twice. After the second blanket leaked, the nurse called our other hospital to get additional cooling blankets in hopes that blankets of another lot number would not leak. Two kool kits were delivered (lot # 15526). The next morning, blanket #3 started leaking (lot # 15101) and one of the blankets from our other hospital that was shipped over was then used. This blanket leaked as well (#4) (lot # 15526). The reps from the company arrived the following morning. They delivered a replacement box of 10 blankets. Another box of the kool kits had been sent overnight and arrived while the reps were here. They did examine the cooling set-up and found that everything was as it should be. The new blankets that were brought and delivered were from another lot. That afternoon, blanket #5 started leaking (lot # 15526). This blanket was replaced with one of the blankets brought by the reps - from an "older" lot. This blanket did not leak for the remainder of the time it was needed. All blankets appeared to leak in the same general vicinity - behind the head or back along the central seam. Infant care did not appear to be impacted. Of note, a blanket also leaked during use with a previous patient in (B)(6). Which means that 6 blankets in total leaked.